Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a no power condition. No patient involvement reported.

Manufacturer narrative:
The manufacturer's field service engineer (fse) confirmed the reported problem. The fse advised the customer replace the backup battery. The fse noted error codes in the diagnostic history log indicating the device restart while trying to power up on a low battery then depleted battery, resulting in a vent inop post timer/24v failure. Resolution and disposition: the manufacturer's field service engineer replaced the backup battery to resolve this issue.